Manufacturer narrative:
Additional information was requested at the author and the hospital of occurrence of the journal article, and we received the answer of them, that no additional information will be provided due to privacy policy. It was not possible to perform a trend analysis, as the catalogue number of the device is unknown. S no lot number was provided for the device, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: it is reported in the journal article that a patient was revised due to stem loosening 5 years after implantation. No medical data such as x-rays, surgical notes or any other case-relevant documents received. A technical investigation was not possible to perform, as the device was not at hand for investigation. Root cause analysis root cause determination using dfmea: aseptic loosening due to insufficient primary stability due to design => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, complaint investigation and current pms process. Aseptic loosening due to insufficient secondary stability => possible: the only information available is the event as reported in the journal article. No other details are available, therefore this cannot be excluded. Aseptic loosening due to movement of implant part (proximal or distal) leads to wear => possible: the only information available is the event as reported in the journal article. No other details are available, therefore this cannot be excluded. Aseptic loosening due to incorrect distribution of load due to design leading to stress shielding => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, complaint investigation and current pms process. Fracture / damage /loosening of implant due to wrong behavior of patient, high patient activity, patient disregards limits of the device => possible: the only information available is the event as reported in the journal article. No other details are available, therefore this cannot be excluded. Thermal necrosis and/or implant loosening and impossibility to use MRI scanning due to MRI: magnetically induced displacement (force and torque), radiofrequency induced heating, image artefacts => possible: the only information available is the event as reported in the journal article. No other details are available, therefore this cannot be excluded. Aseptic loosening due to surgeon unfamiliar with implantation technique of this stem design (early stability, e.g. Incorrect use etc.) => possible: the only information available is the event as reported in the journal article. No other details are available, therefore this cannot be excluded. Migration and/or loosening of implant - stem breakage due to missing prox. Bone support and heavy and active patient due to surgeon unfamiliar with the correct indications and contraindications => possible: the only information available is the event as reported in the journal article. No other details are available, therefore this cannot be excluded. Aseptic loosening due to lms marking is not readable under or lighting, marking parameters are not sufficient enough, therefore wrong combination of components => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, complaint investigation and current pms process. Loosening or fracture of components due to patient with high body weight leading to increased wear => possible: the only information available is the event as reported in the journal article. No other details are available, therefore this cannot be excluded. Loosening of previously well fixed stem, damage of bone due to inadequate design of stem taper connection or instruments leading to high disassembly forces (unable to disassemble head from stem taper during revision) => possible: the only information available is the event as reported in the journal article. No other details are available, therefore this cannot be excluded. Loosening or fracture of implant due to insufficient bony support of implant => possible: the only information available is the event as reported in the journal article. No other details are available, therefore this cannot be excluded. Aseptic loosening due to incorrect distribution of load due to design leading to stress shielding => not possible: not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, complaint investigation and current pms process. Conclusion summary the only information available is the event as reported in the journal article: the patient underwent hip revision due to stem loosening 5 years after implantation. No other details are available. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
In a journal article it was reported, that a patient was implanted with a revitan stem (catalogue number unknown) on unknown date. Patient was revised on unknown date due to stem loosening 5 years after implantation. Journal article: "eradication of infection, survival, and radiological results of uncemented revision stems in infected total hip arthroplasties", philipp born, thomas ilchmann, werner zimmerli, lukas zwicky, peter graber, peter e ochsner & martin clauss (2016) acta orthopaedica, 87:6, 637-643".